Event description:
This pt has had a chronic plantar ulcer of the right foot for two years. She recently developed an elevated temperature. On 9/21/96 a catheter was inserted for IV access for long term IV antibitiotics. That afternoon a nurse was unable to flush the catheter. The surgeon was also unable to flush it. On 9/23/96 the catheter was explanted and a new one was inserted.